Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was being transferred to another hospital due to pump thrombus. The pt was reportedly experiencing pain at the site of her pump, her ldh was 1575, and inr was 1.3. Her aortic valve was opening every beat and a CT angio revealed a completely occluded outflow graft. The speed was set at 8600 rpm. The pt has a history of noncompliance with her anticoagulation medication. It was reported a few weeks later that the pt's pump had stopped. The center performed a revision of the driveline to get rid of the driveline from the pt's abdomen. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.